Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/12/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as a small, raised bump similar to a pimple, located in the area that where sensor wire sits in the skin. Patient also stated that the insertion site sometimes discharged pus and contained bumps that stayed on the skin for 4-6 weeks post-sensor removal. On (B)(6) 2016, the patient saw the dermatologist for an unrelated issue and had their skin reaction looked at. Patient was advised that the reaction looked normal and no prescriptions were given. The affected area was treated with over-the-counter neosporin and was cleaned with over-the-counter peroxide. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.